Event description:
It was reported the patient presented in the intensive care unit (ICU) after a syncopal event. Upon interrogation, it was discovered the atrial lead exhibited noise that was oversensed triggering inappropriate mode switches and a torsades de pointes arrhythmia. Programming changes were implemented. The patient was unstable.

Manufacturer narrative:
Correction: section b1 adverse event should not have been selected; section b2 hospitalization initial or prolonged and life-threatening should not have been selected.

Event description:
Information received noted the syncope and torsades de pointes arrhythmia the patient experienced were unrelated to the atrial lead noise and inappropriate mode switches.